Manufacturer narrative:
After further review it was determined that the batteries were expired and there was no other malfunction with the unit. Hence the complaint is invalid and no follow up report is necessary.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp), had an error came up on one of them. It seems to be working, though. No patient involved.